Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that cartridge change errors occurred with multiple cartridges during the load sequence. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond to follow up attempts. Customer¿s blood glucose level was 115 mg/dl.